Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, e1, g4, g7, h2, h3, h4, h6 and h10 h6: device was not returned, and therefore could not be evaluated. Conclusion summary: on (B)(6)2019 , it was reported that the ratchet gear was disengaged and would not ratchet. The customer did not return a skin graft mesher device, serial number 07108, for evaluation. The customer also did not return a 1:1 ratio cutter, serial number (B)(4). , a 2:1 ratio cutter, serial number (B)(4). , a 2:1 ratio cutter, serial number (B)(4). , and a 3:1 ratio cutter, serial number (B)(4). , for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Four times as documented in the repair reports in livelink. The last repair was (B)(6)2019 where it was reported that the mesher was broke and would not ratchet and the set screw, comb, roller, gear, and comb spring were replaced. This is not a related issue. Product review of the skin graft mesher was not performed as the device was not returned for evaluation. Repair of the skin graft mesher by zimmer biomet surgical was unable to be performed as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. H3 other text : device not returned

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the ratchet gear was disengaged and would not rachet. The event occurred during surgery and no harm, no delay that occurred. Another graft was not needed, another mesher was used to complete the procedure. No adverse events were reported as a result of this malfunction.